Event description:
Customer called and stated she was unable to test her blood glucose due to her lancing devices not being delivered in time. She then experienced being "foggy for about 45 minutes, sweating profusely, and a very bad headache". She was transported to a local hospital, received a reading of 31 mg/dl on the hospital's meter, diagnosed with hypoglycemia and was treated with "juice".

Manufacturer narrative:
Internal identifier(s): replacement products have been sent to the customer. Investigation of lancing devices is not required as the reportable event is related to a delivery issue.